Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Event description:
It was reported that after the right ventricular lead was fixated, repositioning was attempted due to poor thresholds. Right ventricular perforation with cardiac tamponade occurred. The lead was explanted and replaced.